Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. One arcos 3.5mm hex drive item# 31-301852 lot# zb160708 and a stem were returned and evaluated. Upon visual inspection the driver had fractured at the hex location. There are wear lines near the fracture location. The returned stem showed damage to the fins and lines around the taper. The features of the fracture surface visually align with an overload fracture failure mode. A review of the device history records identified no deviations or anomalies during manufacturing. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. Complaint confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported a biomet arcos 18 x 150 stem was implanted. The surgeon reamed for a b cone body while attaching the trial cone body with torque limiting 3.5mm screwdriver. The tip of screwdriver broke off in trial and the products could not be separated. The implant and trial were removed. There was no secondary device and a 19 x 150 acros was reamed. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). 11-300818 arcos 18x150mm spl tpr dist 65762976. Unk cone body unk . Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.